Manufacturer narrative:
It was alleged by the customer that while trying to lower the cot, an emt sustained a minor back injury which did not require medical treatment. The customer did not request the cot to be evaluated or repaired and stated that they would dispose of the cot since it was past its service life. H3 other text : the customer did not request the cot to be evaluated

Event description:
It was alleged that the cot became stuck elevated. While attempting to lower the cot down, an employee was injured.

Event description:
It was alleged that the cot became stuck elevated. While attempting to lower the cot down, an employee was injured.